Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 3300tfx 25mm aortic valve, implanted for eight (8) years and one (1) month, is being evaluated for a valve-in-valve procedure due to stenosis.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including cad, diabetes, chronic kidney disease stage 5, and hyperlipidemia.

Event description:
It was reported that this patient with a 3300tfx 25mm aortic valve, implanted for eight (8) years and one (1) month was scheduled for valve-in-valve procedure due to severe aortic stenosis and degeneration. Patient was hospitalization s/p fall fractured radius. He presented with community acquired pneumonia and decompensated congestive heart failure. He was discharged to acute rehab facility. It was learned the patient expired unknown date at the rehab center possibly due to a myocardial infarct or blood clot.